Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were not sure if their therapy was working. The patient said that they had another kind of surgery type. The patient said that they had been getting up 2x a night and going to the restroom and wondered if they needed to turn it up. The patient said they started at program 4 and then went ahead and changed the program again and increased the stimulation but still they couldn't feel it. The patient said that they turned it up all the way to program 6 and said they couldn't feel it. The agent reviewed therapy guidelines. The patient changed the program back to 4 and confirmed they could feel the stimulation. The agent advised the patient to stay at that level and monitor symptoms and contact their doctor if it would not reduce to 50%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the issue was resolved.